Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during practice using the programmer and the implantable pulse generator (ipg), there was a time shift between the electrocardiogram (ECG) and the electrogram (egm). On the printed strip the shift was decreasing then increasing. The user reported that the test was performed with a different programmer with no issues reported. The programmer is still in use. There was no patient involvement.